Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided x-ray imaging noted an maxforce mtp compression plate was broken. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude two most likely causes. One most likely cause for the reported failure can be attributed to a patient-specific event likely due to an unintentional action that caused load bearing and/or unsupported stress. Another most likely cause for the reported failure can be attributed to use error due to possible improper device placement/implantation.

Event description:
It was reported that after a surgery on (B)(6) 2025 the plate broke. An additional surgery was performed to remove the plate and to revise the plate on (B)(6) 2025. No further information received. Update 18-aug-2025: according to the surgeon, the patient has followed the post-operative guidelines. X-rays are also provided, see attachments.